Manufacturer narrative:
Investigation summary: during manufacturing of material 221800, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 3087203 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 3087203. Retention samples from batch 3087203 were not available for inspection. Two photos were received for investigation. One photo shows a close up of the agar surface of a plate with growth visible. The other photo shows the agar surface of two plates, one with three small colonies and the other with heavy fungal growth on the agar surface. No plate print or product labels were visible in the photo for batch verification. No return samples were received for investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for contamination.

Event description:
Report 1 of 2. It was reported that a bd bbl¿ mueller hinton ii agar plate was contaminated. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that they pulled a plate for sterility upon receipt. The plate grew 2 colonies, one of which was a fungus and has spread over most of the plate.

Event description:
Report 1 of 2 it was reported that a bd bbl¿ mueller hinton ii agar plate was contaminated. There was no report of patient impact. The following information was provided by the initial reporter: customer stated that they pulled a plate for sterility upon receipt. The plate grew 2 colonies, one of which was a fungus and has spread over most of the plate.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.